Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "low infusion volume" was not reproduced. Device was sent for flow testing at a rate of 40 ml/hr with a volume to be infused of 40. The results were 40.858 and the error percentage was 2.145%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. During functional testing, the reported problem "upstream occlusion repeats" was not reproduced. Device was sent for upstream occlusion test with passing results. A review of the event history log revealed multiple "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had low infusion volume and alarmed upstream occlusion repeatedly in the biomedical service department. There was no patient involvement. No additional information is available.